Event description:
This report summarizes 43 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The 3 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 37 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 43 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.